Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. (B)(4).

Event description:
Customer medwatch not provided. Customer reports that during a procedure a piece of a ronguer 8mm broke off, fell inside patient and became embedded within the soft tissue, deep against the vertebral body. X-rays were done. Physician was unable to retrieve the metal piece. The neuro surgeon fell it was safer to leave it inside patient to avoid a dura leak. Numberous contacts with customer but not forth coming with any more information.